Event description:
It was reported via (B)(4) that a female patient underwent a breast surgery with two 400cc mentor memorygel breast implant and experienced autoimmune symptoms including fibromyalgia, inflammation, and spine issues post-operatively. It was indicated the patient underwent explantation, but a specific date has not been received. Should further information clarifying this be received, a supplemental will be sent. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune symptoms manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware the patient underwent explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).